Event description:
It was reported that, "preop-infected hip 2nd washout. Outcome-new head exchange-6565-0-132, lot:32574001."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to this event was requested. If it becomes available, the eval summary will be submitted in a supplemental report.